Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was unknown mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer is calling for technical troubleshooting. The customer was advised that the possible cause of alarm may be was during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer declined further troubleshooting the issue of physical damage as well as insulin squirting out.